Event description:
It was reported that the implantable cardiac monitor (icm) had pause episodes that were recorded due to undersensing post premature ventricular contractions. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.